Event description:
A us distributor contacted zoll to report that a patient developed a rash and bruising under the lifevest equipment. Patient described the area as a red and open rash with bruising under all tes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortisone ointment for the rash. Follow up indicated that the skin irritation improved.